Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported that the pseudomeningocele (bulge of fluid in the patient¿s spine) was drained several times before the catheter was clamped off. The hcp was wondering if clamping the catheter would damage the pump. Per this hcp, the event date was november 2016 and the issue had occurred suddenly. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving hydromorphone (10 mg/ml at 0.701 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2017 it was reported that the patient had a chronic spinal fluid leak that was first noticed in (B)(6) 2016. Multiple attempts had been made to resolve the spinal fluid leak (see manufacturer¿s report number 3004209178-2017-04599) with no resolve. The patient was brought to surgery today to have a thoracic lead removed and the spinal segment of the catheter removed to allow healing around the leak site. The spinal piece of the catheter was removed and a ligature was applied to use it for a future date. The spinal fluid leak was repaired. With regards to environmental, external, or patient factors that may have led or contributed to the issue it was noted that the patient denied any trauma. It was unknown if the issue was resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.